Event description:
It was reported that water could not be injected due to an inflation valve crack.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. One sample was confirmed to exhibit the reported failure. The device did not meet the specifications and was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used two way silicone foley catheter was received. Visual inspection of the sample noted a crack at the top part of the inflation valve. The catheter was attempted to inflate with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and the solution immediately leaked out of the fracture from the inflation valve. A potential root cause for this failure mode could be due to a valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water could not be injected due to inflation valve crack.